Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was 600mg/dl in the hospital. Customer was treated that with insulin pump. Drive support cap was normal. Customer declined to check the air bubble and leak. Insulin pump passed self test. The customer was wearing the insulin pump within 48 hours of the hospitalization. Customer does not allege for under delivering. The insulin pump will not be returned for analysis.